Event description:
It was reported that st segment elevation occurred. A watchman access system (was) double curve and 2 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After they crossed the septum with the pigtail catheter and was, the patient had st segment elevation and pressures dropped to 57/38. After 10 minutes st segment and pressures normalized with anesthesia and the procedure continued. No interventions were performed. The first closure device was fully recaptured, without incident, due to positioning. The second closure device was successfully implanted. No further complications occurred. Patient is doing well and has been discharged home.